Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges tried to be unplugged and plugged in the device, they turned the device of it blew a breaker. The patient also states that the device has burn marks of the plug / cord. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.